Manufacturer narrative:
Section d4: serial number corrected. Manufacturer's investigation conclusion: the reported event of no external power and power cable disconnect alarms was confirmed via the log file review. The log file spanned approximately 2 days (01aug2021 to 03aug2021 per the timestamp). Atypical power cable disconnect alarms activated on 01aug2021 from 07:13 to 07:14 due to the bus and black rsoc voltage dropping to ~0v while the device was connected to a mobile power unit. The white rsoc voltage also diminished to ~11v during the alarm. The alarm coincided with a no external power alarm on 01aug2021 at 07:14. The backup battery was able to provide power to the pump. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The hm3 system controller, serial (B)(6) , was not returned for analysis. Per provided information, the device was not exchanged. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2020 in customer order. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use-¿alarms and troubleshooting¿ and heartmate iii patient handbook-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power and power cable disconnect. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent low voltage and no external power alarms when changing from their mobile power unit (mpu) to their batteries. It was found that their battery clips were dirty and there was visible pet hair. The patient was advised to clean their equipment daily. Technical services found power cable disconnect/no external power events while on the mpu on (B)(6) 2021 that appeared to be due to a loose connection between the patient cable and the system controller. There were also reports of power cable disconnects on (B)(6) 2021 while on battery power. Cleaning their equipment did not resolve the alarms so the battery clips were exchanged with did resolve the alarms.